Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed cardio pc is not booting. The fse confirmed that cardio application is not opening because the license expired. The cardiodoc pc is used to burn cds and dvds. The license was renewed by the technical service engineer. After the license renewed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the cardio pc was not booting up. No harm has been reported to philips.